Manufacturer narrative:
Information contained in this report was previously submitted through [psr] on [10/15/2018]. A review of the device history record has been completed. No deviations or non-conformance's noted. The events of " capsular contracture and seroma -late" are physiological complications and analysis of the device generally does not assist allergan in determining a probable cause for these events. Further information from the reporter regarding event, product, or patient details has been requested. No additional information is available at this time. Reason for reoperation: capsular contracture baker grade unknown, seroma-late.

Event description:
Healthcare professional reported left side "capsular contracture baker grade unknown and chronic seroma." Device has been explanted.

Manufacturer narrative:
Device evaluation: analysis of the returned device identified: overweight and opening extended on posterior. A visual and microscopic analysis was performed which identified: striated opening on posterior, non-penetrating nicks, stress marks, creases fold, wear abrasion and observed 40 mm dark patch edge material inside gel device. Based on the device analysis the final assessment is: a striated opening on posterior assessed as surgical damage.

Event description:
Healthcare professional reported left side "capsular contracture baker grade unknown and chronic seroma." Device has been explanted.